Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported failed downstream occlusion test which was not reproduced. The device was found to pass a downstream occlusion test. A review of the event history log identified multiple downstream occlusion alarms, however the log cannot be used to distinguish true and false alarms as the issue may result from typical use of the pump. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test at 4.85 psi (pounds per square inch). The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/29/2021.